Event description:
Upon reviewing the electrode belt of a (B)(6) male pt for an unrelated issue, a reportable problem was discovered. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon investigation a wire running in the cable between ECG "c" and ECG "d" was frayed and of an excessive length inside ECG "c", which caused noise failures. The cause of the frayed wires can be attributed to the excessive length of the wires. The root cause for the excessive length is a supplier mfg error. No adverse event resulted from the frayed wire. The pt received a replacement electrode belt.